Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was determined that this product is not manufactured by teleflex nuevo laredo.

Event description:
Customer reported that "there is a 'kink' in the cannula, just before the connection with the mask. The patient has the feeling that this reduces the oxygen flow. The patient uses a flow rate of 10l/min during 18h/day." No patient harm or injury reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "there is a 'kink' in the cannula, just before the connection with the mask. The patient has the feeling that this reduces the oxygen flow. The patient uses a flow rate of 10l/min during 18h/day.". No patient harm or injury reported.